Event description:
It was reported that on (B)(6) 2012, a g3 extraction was performed because of a non union. When the nail was extracted, it turned out that it has broken. The primary operation was performed in (B)(6) 2012.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Catalog numbers and lot codes of other devices listed in this report: lag screw, ti gamma3 10.5x105mm, catalog: 3060-0105s, lot k237177. Locking screw, fully threaded t2 tibia 5x37, 5mm, catalog: 1896-5037s, lot: k593566. End cap, std, ti gamma3, catalog: 3005-1100s, lot: k104451. Set screw, ti gamma3 8x17.5mm, catalog: 3003-0822s, lot: k171650.